Event description:
Pt was revised to address dislocation and poly wear.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Should the product and/or additional info be received, the investigation will be re-opened.